Event description:
A caller reported temperature alarms 10 and 11, which did not cause the customer's blood glucose level to exceed normal ranges, as it remained below 500 mg/dl. Customer continued using the current pump and was instructed by tandem technical support to put it into storage mode before returning it, while a replacement pump and charging supplies were sent to the customer.